Event description:
The customer reported high blood glucose. Suggested that customer take a manual injection as per md protocol. Troublshooting was performed . The programming, bolus histories were accurate. During the call the customer stated that he was hospitalized before high blood glucose. The customer also stated that his bgs habe been erratic since last year and the infusion set does not appear appropriate for his body type. Instructed the customer to call back to perform the high pressure test.